Manufacturer narrative:
Pt did not return suspect product(s), thus evaluation could not be performed. Attempts to retrieve suspect products: first: letter sent with replacement. Second: (B)(6) 2011: phone rang with no voicemail option. Third: (B)(6) 2011: pt stated she sent the meter through regular mail instead of using the prepaid envelope provided.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011. Pt called in inquiring about meter accuracy. She said she was once a certified nurse and knows for a fact the meter isn't working properly, as our meter read 40pts off when compared to her doctor's. Pt went on to inform pdc of a medical intervention. Pt reported getting a reading of 237mg/dl on her prodigy meter and had to be driven to the e.r. By a neighbour. Pt said she did not eat anything that day and was feeling weak and could hardly walk, so she was admitted into the hospital. She claimed that her high glucose levels caused her blood pressure and heart rate to increase. Pt reportedly being in the hospital for 5 days, administered an IV and given oral medication to lower her blood pressure and heart rate, but she did not know any of the glucose readings or medications because she said she wasn't herself. Discharge instructions were to rest and continue medications. Cc rep spoke with the pt about the importance of taking time to take care of herself, but pt stated she is unable rest due to school obligations. Prodigy sent replacements along with a prepaid envelope for return of suspect products.